Event description:
The non pacemaker dependent patient had open heart surgery on (B) (6) 2010. Upon checking, the pulse generator post-op, no pacing was seen on demand or with a magnet and the device could not be interrogated. At the last check-up in (B) (6) 2009, battery data was 2.59 v and 8.4 kohms; current drain was not recorded. The elective replacement indicator byte could not be read. It was noted that the device was exposed to electrocautery. The device was explanted and replaced.